Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met final release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that a discrepant low result was observed when testing inratio on (B)(6) 2016 vs. A lab inr result taken on (B)(6) 2016. The results were as follows: (B)(6) 2016: inratio=0.8, (B)(6) 2016: lab=3.0. The reported therapeutic range was: 2.5-3.5. While on the phone, a repeat test was performed with inratio and the inr=3.3. No patient sequela was reported.